Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified nor the foreign material type, however based on the results of the investigation, the probable cause of the "foreign objects in the air/water cylinder and tuber" malfunction would likely be related to the reprocessing that could not be conducted properly due to leakage from bending section cover (a-rubber) and biopsy channel. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the suction cylinder had discoloration, the auxiliary water inlet was deformed, the outside shield unit was dirty due to water leakage, the scope connector case unit and the plug unit had corrosion due to water leakage, water tightness was lost due to a pinhole on the bending section cover, water tightness was lost due to damage on the channel tube, insulation resistance value at the distal end did not meet the standard value due to burn on c-cover, the bending angle in the up direction did not meet the standard value, the light guide lens had a crack and the bending tube was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, the unit experienced moisture in the supply connector. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found foreign objects in the air/water cylinder and tube and in the auxiliary water inlet. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.